Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion is located in the severely calcified arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with this device. No patient complications reported.